Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery due to recurring incontinence. It was said that the cuff was replaced in which the new component was placed more proximal. There were no patient complications.